Event description:
Provider states that the consumer's daughter is alleging her mother went out to the garage when the scooter was hit by the concrete and the consumer allegedly fell out of the scooter.

Manufacturer narrative:
The device was returned and evaluated. The alleged incident was unrelated to the device.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider states that the consumer's daughter is alleging her mother went out to the garage when the scooter was hit by the concrete and the consumer allegedly fell out of the scooter.